Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of her son having high blood glucose levels. The mother states the inserter got stuck with the sensor in it. The mother states they cannot get it out. The customer's blood glucose level at the time of incident was 425mg/dl. The mother states they treated the high levels with a set change. Troubleshooting was conducted, and the customer was advised that their serter and sensor would be replaced.